Event description:
It was reported that the insulin pump had no radio frequency communication due to an unknown cause. The caller did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
An attempt was made to download the insulin pump to carelink to verify the radio frequency communication. The insulin pump could not be downloaded due to several spanish software anomaly alarms found in the alarm history file. The alarms were due to a corrupted history file. However, the unit was programmed with the international test remote and communicated properly. The unit also had a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.